Event description:
It was reported the neurostimulator battery was depleted and had remained uncharged for 6 months. A MFR rep met with the pt three times in two days. During the first visit, the neurostimulator could not be interrogated. The pt was asked to perform trickle charges and charge overnight. The pt performed three trickle charges before regular charging began. The pt allowed the neurostimulator to charge for approximately an hour before he became tired and decided to got to bed. During the second visit, the rep was unable to interrogate the battery. The rep contacted the MFR who suggested trickle charging and then try charging again. The pt agreed to stay in the facility and complete the charges as instructed. A rep met with the pt two hours later. The pt outcome is unk.